Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead that resulted in a polarity switch. Upon device interrogation, it was noted that there was low impedances and noise on the rv and right atrial (ra) leads. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.